Event description:
The customer reported that an 840 ventilator was inoperable. No patient involvement reported. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the breath delivery unit (bdu) printed circuit board (pcb). The customer replaced the breath delivery union (bdu) printed circuit board (pcb and customer service engineer (cse) uploaded the software.

Manufacturer narrative:
(B)(4).